Event description:
Customer reported problems with the power cord. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and replaced the power cord plug. System operates as intended.